Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a failed battery test alarm. It was also reported that insulin pump received an unexpected restart alarm and an external ram crc error alarm. Insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 4.8 mmol/l. Battery cap would be replaced.